Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) (rep): information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremors, movement disorders. It was reported that the physician stated that the batteries should last longer. They also requested that the ipg be sent back for evaluation. Physician had made complaints previously in regards to the batteries not lasting long enough. Impedance testing was completed. No problems were found. The battery was replaced. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the rapid depletion was not known.

Manufacturer narrative:
Analysis of the ins revealed that output and telemetry were acceptable, however the battery was near normal depletion. No issues when pressing on ins can. Information obtained from the ins upon receipt indicated device had reached eos. If information is provided in the future, a supplemental report will be issued.